Manufacturer narrative:
This report is submitted on november 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient developed inflammation at the implant site due to undergoing radiotherapy treatment. Subsequently, the device was explanted on (B)(6)2016, and the patient was reimplanted with another device during the same surgery.